Event description:
It was reported that the customer controlled their sugar level very well by using the pump. However, this sugar level became high later. The customer found the insulin dose in the reservoir did not decrease. The customer heard a sound of the lead screw rotation but the lead screw was not turning. The pump did not have any alarms and no leaks were noticed. Troubleshooting was performed and the lead screw did not move at all.